Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 with diabetic ketoacidosis due to a high blood glucose value of 500 and 560 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer was treated with manual injection. The device is not expected to be returned for analysis.